Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a patient was brought into the emergency room (ER) then taken to the operating room (or) due to a suspected infection/redness near the pump. The manufacture representative reported they were considering externalizing the pump since the patient was on a high dose and they were concerned about withdrawal and abrupt cessation. While on the call, the pocket was opened; there was blood but other than that the site looked clean. Therefore the physician was not concerned about infection. The physician repositioned the pump and placed it subfascial. It was noted that cultures were sent, but infection was not suspected. The patient was admitted to the hospital. The patient was from a care facility. The pump was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)